Event description:
On (B)(6)/2009, the pt reported that, while trying to change the insulin cartridge of his infusion device, received an e10 (cartridge error). He stated he has not been able to insert a new cartridge. He confirmed he is using the proper type of battery and the battery setting is correct. He inserted a fresh battery into his device and it successfully completed the self test but, when he started the "change cartridge" procedure, his device screen went completely blank and his device would not respond. He reinserted the battery but then received an e10. He tried another fresh battery, and his device piston rod would not return before he again received an e10. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.